Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported stent fracture was confirmed. Additionally, clinical assessment determined that there was evidence to reasonably suggest a type ia endoleak with complete crown separation had occurred that was not included in the event as reported. The event is most likely user related as the neck length of 11mm is off label (should be greater than or equal to 15mm). No procedure related harms for this event were determined. The final patient status was discharged on post-operative day 2 home stable. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b1: adverse event or product problem - updated b2: outcomes attributed to adverse events b5: describe event or problem ¿ updated g1,2: contact office- name has been updated h6: device code - removed 3190 h6: result code ¿ removed 3221 h6: conclusion code ¿ removed 11.

Event description:
The patient was initially implanted with bifurcated stent graft, suprarenal stent graft and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 6 years post initial procedure, a stent fracture suprarenal stent graft was reported. An intervention occurred on 19mar2019. Patient was treated with fevar and a non- endologix stent was implanted (fenestrated graft) was implanted. The patient¿s current status was not reported but there have been no additional patient sequelae reported. Additionally, clinical assessment determined that there was evidence to reasonably suggest a type ia endoleak with complete crown separation had occurred that was not included in the event as reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx with strata".

Event description:
The patient was initially implanted with bifurcated stent graft, suprarenal stent graft and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 6 years post initial procedure, a stent fracture suprarenal stent graft was reported. An intervention occurred on (B)(6) 2019. Patient was treated with fevar and a non- endologix stent was implanted (fenestrated graft) was implanted. The patients current status was not reported but there have been no additional patient sequelae reported.